Event description:
They went to flush the ablation catheter and noticed air bubbles in the ablation tubing no matter what they tried. A new catheter was used (from a different lot number) and worked fine.